Manufacturer narrative:
Complaint # (B)(4) received. Product was not returned for evaluation.

Event description:
The customer reports that report a baby burn using our 244 blanket. No device/product malfunction is alleged.